Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 689935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoscopy in 2008 and human papilloma virus infection. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2016 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2016. Lot number added. Concomitant medication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and weight gain added. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 689935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoscopy in 2008 and human papilloma virus infection. Concurrent conditions included morbid obesity and cramp. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2016 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube leiomyoma ("fibroid on my fallopian"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the weight increased and fallopian tube leiomyoma outcome was unknown. The reporter considered fallopian tube leiomyoma, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan vagina - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- fibroid on my fallopian. Concomitant disease, lab data, reporter information was added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 689935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoscopy in 2008 and human papilloma virus infection. Concomitant products included medroxyprogesterone (depo provera) from august 2009 to january 2016 for birth control. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.